Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (patient deciding to put a different bg value in ez bg and not use the suggested dose the pump recommended).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history settings issue. The reporter stated that the patient had high blood glucose (bg) levels with vomiting and large ketones. The patient was treated with insulin via injection after phone advice from their healthcare professional. Customer support (cs) completed troubleshooting and it was determined that the time was off by 12 hours and that it may have been set incorrectly at a time when the battery was removed for 24 hours plus. This report is being made due to the bg excursion the patient experienced due to training misuse.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/15/2017 with the following findings: the black box begins on (B)(6) 2017. Due to continuous use of the pump, the black box data/histories for the event ((B)(6) 2016) have been overwritten. Available daily insulin delivery totals correctly reflect the user's programmed basal rates. The pump passed the delivery accuracy test and was found to be delivering within required range and delivering accurately. No time or date issue was observed in the available black box. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.